Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip. The pump alarmed compromised force sensor system during the basic occlusion due to a loose/protruded drive support disk. The pump passed the idle current, run current, self test, off no power, unexpected restart, displacement and rewind tests. Unable to perform the occlusion, prime, excessive no delivery due to the alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was 250 mg/dl at the time of incident. Troubleshooting found that the drive support cap was loose and not recessed into the unit. No further details given.